Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable and was unable to communicate with external devices. Programmer displayed telemetry error. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.